Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest blood glucose (bg) of 257 mg/dl after eating a large breakfast. The ilet algorithm continued corrective insulin delivery, and bg values trended down. No medical intervention was required.